Event description:
This rn witnessed by a 2nd rn noticed while discontinuing a patient-controlled analgesia medication that the pump had delivered more volume than the ordered amount. This rn with 2nd rn checked the settings on the pump which was all noted to be correct and matching the current order. Patient clinical assessment stable and unchanged. Vital signs unchanged. Hematology/oncology, acute pain, and unit manager were all made aware.